Manufacturer narrative:
No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified the prosthesis wear of the tibial insert could not be confirmed from the provided image, and the device was not returned for evaluation. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of femoral loosening. Additional reasons for the reported revision may be prosthesis wear and inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed from the provided information. Potential contributions of user- and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 60year old male patient, who was had an initial left knee replacement on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years 5 months post the initial implant procedure. The surgeon revised a size 3 left femur which was loose and ps size 3/9mm insert to a left size 3 constrained condylar femur with a 14x120 stem and a constrained size 3/9mm insert. The patient was last known to be in stable condition following the event. The devices were not able to be obtained by the rep for return.